Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the menu and check buttons have been responding only intermittently for 1.5 months. No adverse event reported. A request was made for the return of the device.